Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On 09/17/2020, a distributor of infutronix reported an issue on behalf of an end user: "I immediately took another call from a patient named (B)(6) out of (B)(6). She had foot surgery on thursday and had two pumps. The pump that was in her lower thigh was leaking and had soaked the bandage. Her pain at this time was a 7 out of 10. Both pumps were running properly so I advised her that the catheter connected to that pump may have been dislodged. Her pain yesterday was fine she stated. I advised her to call the anesthesia number on her brochure to get further instructions regarding the catheter. She thanked me for my help and understood the situation." A patient was involved but not harmed.